Manufacturer narrative:
(B)(4). Method:the complaint mr210 humidification chamber was received at fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the rolled area of the base that holds the seal and the dome was found pushed together and deformed in two areas. The gasket was lifted of the base in those areas. The dome was pushed out of the base in those areas, resulting in a gap/leak between dome and base. Conclusion: we were unable to determine the cause of the failure. This is the only complaint that we have received for the mr210 chamber in the past two years. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The damage would therefore have occurred after the chamber was released for distribution.

Event description:
A hospital in (B)(6) reported via our distributor that water leaked while using an mr850 humidifier and an mr210 adult humidification chamber. Upon investigation it was found that the leak was coming from the mr210 chamber. No patient consequence was reported.